Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during acl reconstruction the drill bit broke off in the patient's bone. The drill bit was intentionally retained as risks of removing it outweighed the benefits. There was no harm to patient.

Event description:
It was reported that during acl reconstruction the drill bit broke off in the patient's bone. The drill bit was intentionally retained as risks of removing it outweighed the benefits. There was no harm to patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drill bit broke off. Probable root cause: process. Instrument manufactured out of specification. Instrument not assembled properly. Application. User not applying forces correctly on instrument. User applying excessive force on instrument use past expected device lifetime. The reported failure mode will be monitored for future reoccurrence.